Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. During the functional testing, the balloon was inflated and found concentricity to be 70:30. The balloon was inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was still fully inflated with no signs of leaking. There was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient, with a slightly inflated balloon. The user found that they were unable to deflate the balloon of the dislodged catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient, with a slightly inflated balloon. The user found that they were unable to deflate the balloon of the dislodged catheter.